Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been in pain for 8 days and they can't get a hold of their manufacturer representative (rep) to fix the pain. Patient stated when they scan their back they cannot find the device and it appears that it's on semi high on their nerve and it just hurt like heck. Patient mentioned they were in the hospital 3 times and saw their healthcare provider (hcp) yesterday and the healthcare provider used his device and said there's something wrong with the antenna or something and it's frozen on high impulse level and that's where the pain was. They stated they were in bed still in pain, and on oxycodone. Agent attempted to walk patient through connecting to their implant but patient stated they have tried 50 times in the last few days and it doesn't work. Emailed rep. The patient was redirected to their health care provider to further address the issue. The rep emailed back that they would call the patient.